Manufacturer narrative:
Based on the calibration and qc data provided, a general reagent issue has been ruled out. The customer only performed 1 level of qc. It is recommended to run both levels of qc prior to running patient samples. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Calibration was acceptable. The customer only ran 1 level of qc which was within the acceptable range. No issues were identified during a review of the alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for iron2 iron gen.2 (iron2) on a cobas integra 400 plus. The initial result was 811 ug/dl. This result was reported outside of the laboratory. The high result did not correspond to the patient¿s clinical status and the customer repeated the sample. The repeat result was 37 ug/dl. This result was believed to be correct. The iron2 reagent lot number was 53862401 with an expiration date of 28-feb-2022.